Manufacturer narrative:
The reported reader has also been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button depression and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no issues were observed during testing. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 1.1 mmol/l, 6.9 mmol/l,13.2 mmol/l and 12.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.